Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal injection of vancomycin (2 gram, frequency and duration not reported), injection of meropenem (1 gram, route, duration and frequency not reported) and an unspecified medication for peritonitis. At the time of this report, the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.